Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that charging was increasingly difficult. The patient stated that they fell hard a couple of times on the ins site. The patient stated that the general location of the ins was unchanged, however they stated that it felt different in the pocket. It was reported that they were scheduling a meeting to check impedances, however the appointment was not scheduled yet. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned at this time. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via patient services on 2019-jul-09 indicating that they called their manufacture representative (rep) on (B)(6) 2019. The patient fell a couple weeks ago which jostled their implant. The patient thinks the ins may have turned and it has been difficult to charge the ins since the fall. The patient has been having a difficult time getting an excellent connection while charging the ins. The patient is going to try to meet with their rep this afternoon. Additional information was received from the rep on 2019-jul-10. The cause of it becoming increasingly difficult for the patient to charge their ins was unknown. However, the patient was sent a new charger which resolved the difficulties recharging and pocket feeling different. The rep ran an impedance check which came back normal. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician/account. No further complications were reported/are anticipated.